Manufacturer narrative:
The product was removed and discarded, it will not be returned to the manufacturer for evaluation. Single use.

Event description:
The doctor states that he placed allograft material roap05 at the time of extraction in tooth site #17. Antibiotics were prescribed. Debridement was performed 17 days post-op, despite additional antibiotic treatment.

Manufacturer narrative:
The product was not returned for evaluation, as it was used, therefore the complaint cannot be verified. Interpore cross could not identify the reported lot number. The customer order history was reviewed and the reported lot number could not be found, therefore the device history record review could not be performed. A definitive root cause has not been determined. Correction: deleted - initial reported lot number was incorrect and is unknown.